Event description:
Report received of an over-delivery of 0.9ns. It was reported that at an unspecified time the pump was set in the primary mode to infuse 1000ml of 0.9ns at a rate of 250ml/hr. The nurse noted that a total of 2250ml of 0.9ns had infused within approx "fours." The customer reported no adverse pt event and no medical interventions were required. Though requested, no add'l info was received.